Event description:
Knee swelling [joint swelling], emergency treatment removed liquid [joint effusion]. Case description: spontaneous report received on 01/22/08 from a male pt (age unk) who had a medical history of previous successful synvisc treatment (dates unk). The pt received the first injection of his current synvisc treatment in 2008. After the injection, he experienced severe swelling in his knee that required him to seek emergency treatment to remove the liquid from his knee. As of the date of receipt of this report, the pt outcome was not yet recovered.